Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of parkinson's disease who had a deep brain stimulation implantable pulse generator (ipg) implanted was found to have a high impedance of 12k ohms on one lead contact while appearing to receive normal therapy. Impedance checks and an x-ray were performed, and no suspicious findings were observed in the extension or lead. No action was taken to resolve the high impedance. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the reported issue is unknown and is unresolved at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.